Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced in describe event or problem are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a preclose technique, with a 16fr sheath prior to an abdominal aortic aneurysm interventional procedure. A femoral angiogram was not taken. Reportedly, the proglide plunger stuck while being depressing and would not deploy needles for three proglide devices. The sutures of two new proglide devices were successfully pre-placed, the sheath was upsized to 18fr and the sutures were used after the interventional procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.